Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the black box data showed a voltage drop on (B)(6) 2016. A visual inspection of the pump showed that the battery compartment was cracked and had damaged threads. Evidence of moisture was found in the battery compartment. The pump¿s current draws were found to be within specifications. The complaint of a battery life issue was not duplicated during testing. The pump failed a leak test at the battery compartment. The display was dim and discolored. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The pump was returned and evaluated on (B)(6) 2016; the complaint was not duplicated during testing. However, investigation did reveal damage to the battery compartment, a failed leak test, and a display issue. This report is made based on results of investigation completed on (B)(6) 2016.